Event description:
The case opened as cable error. Fse found upon arrival error code 404. Could not reproduce cable error. Found table sensor pcb inop.

Manufacturer narrative:
The service rep ordered table sensor pcb. The table sensor pcb was replaced.